Event description:
Customer tested blood glucose and rec'd a result of 165 mg/dl. The customer tested on a different device and rec'd a result of 123 mg/dl. The customer states 5 results in the device memory cannot be accounted for. Therapist from medical supply company came to show the customer how to use the new device. They rec'd several errors and ran a control test with a result of 129 mg/dl. They reviewed the memory and found results that they did not receive. Strips were expired and the device was coded incorrectly. A request was made for the return of the suspect device and replacement product was sent.